Event description:
It was reported that this pacemaker recorded a signal artifact monitoring (sam) episode due to oversensing of atrial fibrillation/atrial flutter. This resulted in the minute ventilation (mv) feature being automatically disabled. All impedance measurements were within normal range. No adverse patient effects were reported. This pacemaker remains in service.